Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event reported is a duplicate report. Please refer to mfg report # 3011050570-2025-00198 as the valid report and for any additional information received.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic total laparoscopic hysterectomy under sedation, the generator experienced an error code. The probe of the ultrasonic surgical device broke and was retrieved from the patient. This resulted in a short procedural delay. The procedure was completed with a backup device. There were no reports of patient harm.